Event description:
The trocar bent at an almost 90 degree angle while passing through the fascia. Trocar/sleeve retrieved. The device was taken off the field. The doctor proceeded with another 5mm trocar/sleeve without incident. An investigation into the incident. Model eth2b5lt was reprocessed by sterilmed. The device was reported to be defective. A certified quality technician has performed a full evaluation into the issue and the results of the evaluation are outlined below.eth2b5lt (1) defective, "bent in half during entry"observations:the trocar was visually examined.the sleeve and obturator shafts are bent at a severe angle. The device did show physical signs of use.results of our evaluation:during the evaluation, we were able to confirm the device was defective. The shaft of the sleeve and obturator are severely bent. This is a new defect mode for this device type as we have never seen this type of defect in past returns. We will continue to monitor all returns to look for trends and potential actions. As part of our standard process all trocar shafts are visually examined for damage such as cracks that could lead to this type of defect.